Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and had already changed multiple infusion sets and cartridges without resolving issue. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump tap area, and reloaded cartridges under guidance; issue persisted with original cartridge but was resolved after loading new cartridge using proper technique, customer successfully resumed insulin delivery, and technical support arranged replacement cartridges and infusion sets.